Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on nov 24, 2020 with catalog number (mcghan 300cc). Visual analysis of the returned device identified: white particles in the shell, crease flat, wear abrasion, partial delamination of the valve and white particles in the fill channel. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported right side deflation. Device has been explanted.